Manufacturer narrative:
Taper unknown. Medwatch sent to FDA on: (B)(4) 2013. The product associated with this report has not been returned for analysis. Based upon the implant date provided by the reporter the connector type is either a rapid port ez strain relief or taper ii. Visual examination may determine the connector type associated with this report. No additional information has been reported to allergan regarding the serial number or catalog number. Infection and seroma are surgical/'physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the possible outcome of an infection as follows: "infection can occur in the immediate post-operative period or years after insertion of the device. In the presence of infection or contamination, removal of the device is indicated." Device labeling addresses the reported event of seroma as follows: other adverse events considered related to the lap-band system that occurred in fewer than 2% of study pts included"....seroma (n=2).

Event description:
Company representative reported a lap-band port "infection and seroma." Pt was prescribed antibiotics and the port was explanted and replaced.